Manufacturer narrative:
Additional information: b5, g3, h6 (fdd, fdr-c13) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the blunt tip sealer divider lf1837 handle was stuck in the pulled position, the scissor latch was not deploying. The handle to release the latch was stuck and the knife blade could not advance. There was no energy delivery when the button was stuck in depressed position. The knife blade was also extended but did not protrude beyond the edge of the jaws. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the blunt tip sealer divider lf1837 handle was stuck in the pulled position, the scissor latch was not deploying, the handle to release the latch was stuck, and the knife blade could not advance. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device's jaw was stuck on eschar buildup. Functional testing found that the mechanical function of the device's jaw opening and closing was functioning properly. It was reported that the jaws were difficult to open and knife blade did not advance or difficult to advance. The unit switch, knob or button failed and the knife blade did not retract. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by not cleaning the device. More frequent cleaning of the jaws could have prevented build up of eschar. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.